Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
It was reported that the patient presented for a follow-up in the clinic with discomfort and the skin of the device pocket appearing red and swollen. The pacemaker was explanted due to infection and the patient was stable throughout the procedure.